Event description:
A report was received that the patient's incisions from a recent revision (MFR report#:3006630150-2014-02605) were still infected. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The symptom of infection was redness. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's incisions from a recent revision (MFR report#:3006630150-2014-02605) were still infected. The patient will undergo an explant procedure.